Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be patient condition because hemostasis was complicated due to heavily calcified vessels. The following have been reported incorrectly on manufacturer device report 1220648-2024-23622. D4 model number.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
A notification received from abiomed¿s long-term outcome and quality indicator (loqi) impella registry reported a patient undergoing a high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on impella cp support the patient experienced hematoma on the right groin with a "possible" relationship to the impella cp device. Vessel closure and hemostasis were complicated due to heavily calcified vessels. The patient's left groin had a collagen plug that was half deployed but hemostatic. The right groin was repaired with suture, however a small hematoma developed with persistent bleeding. On arrival to the unit, manual pressure was held to the right groin for 15 minutes with hemostasis achieved and a pressure dressing was applied. The patient recovered with no sequelae.